Event description:
B2. Unable to remove the pyloric sphincter leading to surgical removal. B5. Surgeon placed the stent in mid june. The tumor was extensive and did not dilate readily. Due to the tight nature of the stricture and the frail nature of the pt an eg-16-15-vr was placed. This was across the cardia with only a 1-2cm protrusion into the stomach, and looked good post positioning. This migrated without sympton and was picked up by radiology when the pt went for a base line x-ray prior to radiotherapy. Gastroscopy was performed and the stent was found past the pyloric sphincter. The end of the stent was pulled but would not come back into the stomach and the pt was in too much pain. The surgeon decided it would be best to perform surgery. The pt perforated at this stage. During surgery the stent would not readily release from the pylorus and a lot of effort was placed into its removal, causing it to break into two. Pt is now undergoing radiation therapy.